Event description:
It was reported by the clinician that during insertion, in two separate instances, the spring wire guide (swg) kinked. As a result, another kit was opened and used. There were no patient complications reported.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: two used spring wire guides were returned for evaluation. The swg's were visually examined. The returned 60cm swg's (a & b) exhibited outside diameters that met specifications as required for this kit. Both swg's exhibited multiple kinks near the middle of each wire. Under microscopic examination, it was observed that swg (a) had both welds impact & no separations were visible. Under microscopic examination, in swg (b) the core wire had separated / broken from the weld. It was observed that the weld on the broken end appeared typical & complete. The core wire was measured at approximately 60 cm. Observations of swg (b) indicate that no parts appeared to be missing. The IFU for this product warns about possible damage to the swg if swg is withdrawn against the needle bevel, if excessive force is used in the removal process & also suggests using care & provides instructions when removing swg if resistance is encountered. The investigation found no evidence to suggest a manufacturing related cause. A device history record review was performed with no relevant findings. The potential cause of this issue is undetermined based on the evaluation of the returned sample and the information provided by the customer. A CAPA has been initiated to address this issue.